Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer's blood glucose bg was greater than 600 mg/dl. The customer administered a manual injection to address the bg. The customer continued to use the pump for insulin therapy. The customer continued to use the pump for insulin therapy.